Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tubes device was placed during a gastrostomy tube replacement procedure. According to the complainant, the balloon was inflated with approximately 20cc's of saline and no problems were observed. Approximately 1 day after placement, the tube had almost completely migrated out of the patient. Another standard balloon replacement g-tube device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.